Event description:
Additional information was received from the consumer and a manufacturer representative (rep). The patient reported their reason for calling was because their therapy was not working to control their symptoms. The patient reported they had the surgery done in charleston, sc and the reason for getting the ins was because they had a ¿stiff bladder.¿ the patient explained to patient services that they had to catheterize themselves after midnight because ¿after midnight¿ they could not ¿pee.¿ later on in the call, the patient noted they had some success but not the 50% or greater success from the therapy. The patient noted that the 5 day trial worked perfectly but their health care physician (hcp) released them. The patient added they had tried the other programs as well. The patient stated that they had been speaking to the manufacturer representative (rep) about these issues 3-4 times in the past and they were told last monday ((B)(6) 2019) by the rep that the patient had not been staying on the programs long enough. The patient noted that the rep told them to stay on the programs for at least a month. While on the call, considerations with the therapy and making adjustments were reviewed with the patient as well as tracking the therapy progression in a voiding diary. The patient noted they were on program a, set at 3.8 for the last 3 weeks. Patient services offered to provide assistance over the phone with making adjustments but the patient declined and stated they would try another program under the direction of the rep (for 1 months) and indicated they would follow up with an health care physician (hcp) if necessary (if they didn¿t see success with the ins). The patient requested hcp listings and thus listings were sent to the patient. The patient stated they had never seen symptom control from the ins but did not confirm the exact date for when they noticed the issue. The patient stated the rep knew of these issues but they did not know a date for when they first spoke with the rep. The patient also mentioned again that they had previously felt uncomfortable stimulation down their legs, rectum and in ¿different places¿ (other than the bicycle seat area.) The patient did not know when this occurred. Stimulation expectations were reviewed with the patient. The patient also reported that 2 weeks after their surgery the y didn¿t feel stimulation. The patient reported they went back to the health care physician (hcp) and they had surgery on (B)(6) 2019 to get the lead wire ¿rerouted.¿ on 2019-aug-15, the manufacturer representative (rep) reported that they had tried almost all of the programs and the rep had advised the patient they needed to contact their physician as the patient was still not happy with their device and there was nothing further the rep could do for the patient. The rep reported that they were aware of the patient using the catheter however they were not sure if this was a standard of care for the patient. The patient was then contacted on 2019-aug-15 and the patient reported that they had been using the catheter way before they had the implant for their bladder and that it was a prescription for their health care physician (hcp). The patient also reported they were currently on program 5. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1vu1r implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1vu1r, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had 2 surgeries and the device was still not working, for the second surgery they had to reroute the wires to another nerve. The patient stated the device worked for a while, maybe 2 weeks, and then it quit. Later, the patient stated it hadn¿t helped since it was put in initially. The patient stated they had tried all the programs. The patient reported the second surgery was on (B)(6) 2019 and it didn¿t work, they were outpatient and when they were put on program 1 it felt like needles down their right leg and their leg was jumping so they went to 3 and it still wouldn¿t work. The patient stated the problem was after midnight they couldn¿t void. The patient stated over the weekend they went to 6 and it worked, not perfectly but better. The patient stated the device quit altogether the day before the call and they had to use a catheter all night. The patient stated they had not changed programs and noted their rectum was sore the (B)(6) because of trying other programs. The patient noted the trial worked great for them. The patient was advised to follow up with their healthcare provider. No further complications were reported.